Manufacturer narrative:
All available information suggests the lead remains implanted. This report will be updated should further information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds and intermittent capture. A fluoroscopy found the lead was dislodged. The lead was repositioned but was still showing high thresholds and intermittent capture. The field representative will be discussing the issue with the physician. There were no additional adverse patient effects reported. Additional information was received that the lead dislodged again the following day and was repositioned again. The field representative indicated the patient was using their arm in such a way that contributed to the lead dislodging twice. The patient's arm was put in a sling to prevent movement and the lead remained in position.